Event description:
It was reported by the customer's biomed that the device's paddles had an open in the cabling. There was no output when they went to perform the 200 joules user test. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number for a replacement set of hard paddles. The customer later confirmed that the paddles were purchased and installed on the device. Proper operations was observed through testing and the device was placed back into service for use.